Event description:
Reportedly, oversensing was observed in the ventricular channel in stored arrhythmia episodes. Patient care recommendations have been provided (evaluation of the benefit of a re-intervention). Physician reportedly decided to extract the lead.

Manufacturer narrative:
It was confirmed that reintervention was performed on (B)(6) 2014 and the ventricular lead was extracted.

Event description:
Reportedly, oversensing was observed in the ventricular channel in stored arrhythmia episodes. Patient care recommendations have been provided (evaluation of the benefit of a re-intervention). Physician reportedly decided to extract the lead.